Manufacturer narrative:
Device is combination product.

Event description:
It was reported that the stent was damaged. This 3.00 x 24 synergy ii drug eluting stent was selected, however during preparation when opening the sterile package they found that the stent was not closed properly and the stent struts were damaged.